Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (s/n: (B)(4)) found that the device was found with a broken connector. (B)(4).

Event description:
The consumer reported that she was not able to charge the implantable neurostimulator (ins) because they were seeing the "charge your recharger battery" message when trying to use their implantable neurostimulator recharger (insr). It was reported that when the insr was plugged into the ac power source, the insr was not charging. There was a light on the desktop charger but there was a report of a loose or broken connector pin. The patient was in pain because they were not able to charge the ins. Relevant medical history includes post lumbar laminectomy syndrome. No outcome was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient reported that replacing the desktop charger resolved the charging issue and that they were able to receive effective therapy.

Manufacturer narrative:
(B)(4).